Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarms due to a35 alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 217 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.